Event description:
It was reported that a patient had not had the device on since it was implanted in 2007. The reporter stated that there was a problem where "it was never connected." It was unclear what this referred to. It was reported that the patient had a new system replaced after 12 weeks of recovery. It was noted that the replacement was in (B)(6) 2007. The reporter stated that the patient wanted, the device taken out but the surgeon "didn't want to." It was reported that the device "never sent a signal like it should have to take the pain away." The reporter stated that the stimulation was in the wrong location and it "never worked."

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that the patient needed an MRI, but could not receive one due to the implantable neurostimulator (ins). It was noted that the patient's spinal trial was 'wonderful.' It was stated that the patient experienced a shocking or jolting sensation. Per patient, the 'device lead must have moved right away after surgery.' The reporter stated never having therapeutic effect; she stated she 'never got therapy.' It was stated that the ins was explanted and another implanted (this was not confirmed by device registry and it was previously reported that it was replaced in (B)(6) 2007). Many reprogramming sessions were attempted, but 'did not help.' It was further stated that the patient had a 'final' appointment with the manufacturer representative and 'no one showed up.' The ins was currently off and the patient was still getting 'electrocuted.' It was added that the patient gets 'electrocuted' when she walks into retail stores. It was mentioned that the patient had a bleeding/clotting disorder. The implanting surgeon stated that he would remove the ins when the patient 'bought a casket.' It was noted that the device was implanted for pain in the patient's right foot. The patient is currently not able to find a physician that will help her. It was further stated that oral pain medications 'no longer worked' not even a morphine drip. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).